Event description:
The home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice during use during initial drain. There were bubbles in the drain line. Baxter product surveillance contacted the hp on (B)(6) 2011. He stated that he did not remember there being air in the drain line. He stated that he did not notice anything unusual about his supplies that night, and he had contacted his nurse about the event. Therapy since then has been going well, and there were no adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) could not be confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.